Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power alarms was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller serial number: (B)(6). The log files collectively contained approximately 15 days of information (B)(6) 2024 per timestamp). Occasionally throughout the data, abnormal low power advisory alarms were observed. These alarms activated due to the relative state of charge (rsoc) of the white power cable briefly dropping below the designed alarm threshold. The observed alarms did not impact the ability of the controller to operate the pump at the intended speed. The alarms appeared to resolve on their own when the rsoc returned to a value above the alarm threshold. At 15:17 on (B)(6) 2024, the driveline was disconnected, which is consistent with the reported controller and modular cable exchange. During functional testing of the returned controller, atypical alarms were not able to be reproduced. The controller was able to operate a mock circulatory loop for an extended period of time without issue. However, it was noted that some of the inner wires of the power cables had slightly increased resistance values, including the wire which pertains to rsoc of the white power cable. The root cause of the low power alarms could not be conclusively determined as the issue was not reproduced during testing at abbott; however, the observed wire fatigue within the power cables may have contributed. The investigation also found damage to the power cable. There were cuts in the outer jackets of both black and white power cables, damage to strain reliefs, and slight wire fatigue. Fluid ingress was noted. The device history records were reviewed and the records revealed the heartmate 3 system controller serial number: b)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook - section 5 ¿alarms and troubleshooting¿) covers all alarms (including those associated with low voltage conditions) and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with severe damage to the modular cable. The patient was likely transferring overnight for modular cable and controller exchange. Log files were sent for review. The event log captured a few low power advisories due to battery depletion all throughout the log file. This indicated the patient was waiting too long or waiting for the advisory alarms to replace the battery. There were some low power advisory alarms that developed to low power hazard to almost depleted battery. In addition, the event log indicated that the patient did not utilize the power module/mpu and had been sleeping on battery power. Despite the severe damage on the driveline modular cable, there was no evidence of any type of electrical percutaneous lead conductor issue in the log file. It was recommended to replace the modular cable to prevent fluid ingress. Otherwise, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.